Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer successfully changed the cartridge prior to contacting support and was able to reload the original cartridge, allowing them to resume insulin therapy. The issue was resolved without further complications.